Event description:
It was reported that during use the atrial lead exhibited p-wave under-sensing during arrhythmia and high thresholds. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient reported to healthcare facility for evaluation of symptoms for pre-existing atrial fibrillation (af). On re-evaluation of the ra lead threshold was found to be satisfactory, with satisfactory impedance. The patient was discharged from healthcare facility with a plan to evaluate the ra lead in approximately 4 to 6 weeks. Subsequent follow up evaluation revealed satisfactory functioning right atrial lead performance. The ra lead remains in use.